Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in 2 segments. External insulation abrasion breach consistent with friction to the device or feature of the heart was noted at 10.8 cm to 12.0 cm, 27.4 to 28.0 cm, 28.0 cm to 28.2 cm, and 28.2 cm to 28.3 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.